Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported leaking at the hub when injecting anesthetic, and that it looks like the back pressure from the tiny epidural needle is causing it to push out just above the hub. The product was received labeled "leaky hub connection". There is no report of patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking at the hub when injecting anesthetic, and that it looks like the back pressure from the tiny epidural needle is causing it to push out just above the hub. There is no report of patient harm.

Event description:
The customer reported leaking at the hub when injecting anesthetic, and that it looks like the back pressure from the tiny epidural needle is causing it to push out just above the hub. The product was received labeled "leaky hub connection". There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking at the hub (male luer) was confirmed. Visual inspection showed no anomalies or damage on the set or its components. Functional testing confirmed leaking at the engagement of the tubing to the male luer adapter. Initial testing resulted in no leak. Repeat testing with a 27 gauge needle attached to the distal luer resulted in a leak. It appeared that some degree of backpressure was needed to cause the leak to occur. Examination under magnification revealed some solvent channels at the exterior tubing and interior male luer surfaces that seemed more evident along the area of the yellow stripe of the microbore tubing. The root cause was not identified.